Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to cease treatment since this treatment did not work for and could have caused permanent damage if continued. Additionally, discomfort, pain level 5 and bleeding in the gums was noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.